Event description:
A 19mm masters series valve was chosen for implant in the aortic annulus. After the valve was implanted, two attempts were made to attach the holder handler to rotate the valve; however, due to the administration of cardioplegia a view of the surgical field was lost. Attempts to rotate the valve were abandoned and closure of the aortotomy began. When the surgical field was clear of blood, one of the valve leaflets was observed to be split in half. The two pieces were removed from the left coronary sinus, the valve explanted, and a second 19mm masters series valve was implanted. Although no adverse patient consequences were reported, the procedure time was extended beyond 30 minutes.

Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. Gross morphological examination revealed the leaflet had fractured, with a portion between the leaflet's two ears remaining properly inserted into the recessed pivot areas. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with an external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the damage.